Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer was advised by technical support to switch to multiple daily injections as a backup therapy while a replacement pump was shipped. The customer was informed on how to put the faulty pump into storage mode and instructed to return it using a pre-paid label within 10 days. The customer acknowledged and understood all instructions given by technical support.